Event description:
On (B)(6) 2011, customer reported a blue leak below the lh750 instrument. Customer could not locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that the pressure input from waste chamber vc26 was clogged, thereby not allowing the chamber to drain. This was causing the chamber to overflow and spill. Fse unclogged the pressure line and verified the repairs per established procedures.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).